Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A nurse reported that an ophthalmic tip had issue with soft tip and tip came off and was floating. The details of the event and procedure was not reported. No patient harm was reported. Additional information has been requested, but none received till date.

Event description:
The nurse reported that during vitrectomy surgery, an ophthalmic tip came off from the cannula and was floating in the patient¿s eye. The surgeon opened another tip but the tip also came off into the eye. The surgeon was removed both the tips on the same day without any patient impact.

Manufacturer narrative:
Corrected information provided in section a.2 and b.5. The manufacturer internal reference number is: (B)(4).